Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2367 (resume error, critical error found) on the homechoice (hc) during use. The peritoneal dialysis registered nurse stated that there was nothing unusual noticed about the supplies at the time of the event that could have caused or contributed to the alarm. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.